Manufacturer narrative:
The reported event was confirmed by return of a broken advanced locking screw. The screw was completely broken approx. In the middle of the shaft. The appearance of the breakage surfaces identified the screw had broken in fatigue manner ¿ indicated by lines of rest, smooth surfaces, rubbed shiny and missing plastic deformation. Due to breakage no function was given. Manufacturing and inspection records confirmed the item had been released in accordance with specs. Dimensional inspection on the returned item revealed no deficiency in the applicable undamaged areas. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient (no data given) had been treated with above nail due to an undefined bone breakage on an unknown date. The date of event was quoted being (B)(6) 2024, and the date of explantation was reported as (B)(6) 2024. X-rays and further information were not provided. The place of breakage, approx. In the middle of the shaft, presents a favored area for applying high leverage forces. In this case it would have been high axial force caused by weight bearing and motion. With available information the cause for breakage was high forces applied by the patient. With available information a deficiency of the device could not be verified.

Event description:
It was reported by the sales rep that a retrograde t2 alpha femur nail and an unknown screw broke postoperatively. Revision surgery took place on (B)(6) 2024.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the sales rep that a retrograde t2 alpha femur nail and an unknown screw broke postoperatively. Revision surgery took place on (B)(6) 2024.